Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 4 years and 11 months post tavr with a 23mm sapien 3 ultra valve, the valve failed. As a result a new valve was implanted in a valve in valve procedure, with great result, no leak and implanted 90/10 to the existing valve.